Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was determined to be a false empty detection and use error: initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation". A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:06:36. During night drain cycle one, the patient's ultrafiltration reading was 1124 ml, indicating the home patient (hp) drained 1124 ml more than their maximum programmed fill volume of 1500 ml. No additional information is available.